Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the tip of syringe broke off into the needle hub. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with solution and a red tip cap. The other photos shows a needle assembly with no plastic shield. There is a piece of plastic at the needle hub. No other information could be obtained from the photo. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using bd luer-lok¿ tip syringe only the tip broke off. There was no report of patient impact. The following information was provided by the initial reporter: tip of syringe broke off into needle hub.